Manufacturer narrative:
The technician replaced the left head and right foot caster horn/stems to resolve the issue.

Event description:
Info rec'd indicates the left head and right foot brakes were not holding.